Event description:
The call received from the account indicated the pt was undergoing a percutaneous coronary intervention of the right coronary artery. They were unstable to cross the lesion and then deployed a bare metal stent. The physician then tried to cross the bare metal stent with the cypher and again were unable to do so. The physician then attempted to pull the stent back into the guiding catheter and was unable to do so. The entire system (sds and guiding catheter) were then withdrawn to the introducer sheath and the stent dislodged in the rfa. The stent was removed successfully by surgery. The pt did fine post-surgery.